Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook was analyzed and found to have the plastic proximal clevis broken. The missing broken piece measured approximately 0.042" x 0.238 as a result of the breakage. One side of the proximal clevis also broke off and the broken piece was still present. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue. In addition, the instrument was also found to have indentations on the edge of the distal idler pulleys, and scratch marks/abrasions on the edge and surface of the distal clevis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Additional information was obtained from the failure analysis engineer (fae): it was confirmed from the video review that the proximal clevis ear was broken.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, permanent cautery hook was found broken. There was no report of fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the permanent cautery hook was inspected prior to use and no damage was observed. There was no instrument collision during the procedure and no fragment fall into the patient's anatomy. There was no patient injury.